Event description:
It was reported during an attempt to deploy the angio-seal device, resistance was encountered, during insertion and the device could only be advanced approximately two inches. Attempts to pull the device back were unsuccessful. The physician removed all components; a clamp was placed to achieve hemostasis. The physician stated the integrilin drip was imperative during and after the procedure due to pt clotting issues, however, discontinued the drip because the angio-seal device did not achieve hemostasis. The pt was reportedly recovering.